Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie would not open. The field service engineer (fse) accessed station remotely and the user was instructed to lift the lid manually while performing an inventory count. This action allowed the lid to open and provided access to the medication. The cubie was confirmed to be functioning after the intervention. The user was advised that if the issue recurs, the pocket will need to be replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie failed to open. The customer stated that this malfunction occurred while pull the medication for patient and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.